Manufacturer narrative:
Results: a photo was inspected showing defect. The actual device was not available for the evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened.

Event description:
It was reported that blood leaked out of the tubing at the female luer adapter of a bd vacutainer® push button blood collection set during blood collection of a patient. No serious injury or medical intervention reported.